Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Reportedly, the physician's first revision only extracted the ICD and the ra lead. Subsequently, the patient returned to the facility and the rv lead was explanted in the laboratory. A revision was performed and the ICD along with the right atrial (ra) lead, and rv lead were explanted. There were no additional adverse patient effects reported. The rv lead will be returned.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Reportedly, the physician's first revision only extracted the ICD and the ra lead. Subsequently, the patient returned to the facility and the rv lead was explanted in the laboratory. A revision was performed and the ICD along with the right atrial (ra) lead, and rv lead were explanted. There were no additional adverse patient effects reported. The rv lead will be returned.